Manufacturer narrative:
In response to FDA report number: mw5096546. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via regulatory agency "breast implant ruptured." Patient also reported they "began experiencing neurologic symptoms"; this event is not device related. Device was explanted. This record is for unknown side.